Event description:
The patient was scheduled for a routine pump replacement the day of the report. The pump was at eri (elective replacement indicator). It was expected to be a routine pump replacement. The surgeon began telling the representative about the patient's upper body spasticity. The surgeon had been considering moving the catheter to a higher level. Recently, troubleshooting was done that consisted of a bolus injection of lioresal 50 mcg to determine efficacy (date unknown). The surgeon did not use the existing 8709 catheter. The patient had a positive response to the bolus. Since the bolus reduced the patient's spasticity, the surgeon programmed the daily bolus of a 100 mcg bolus to be delivered at 8 am. The patient¿s spasticity improved with the new dosing regime and the surgeon did not suspect a catheter problem. Pre-op programming was lioresal 2000 mcg/ml, flex dosing, with 100 mcg to be delivered in 5 minutes at 8 am every day for a total daily dose of 1,345 mcg/day. In pre-op, the patient and his mother reported they were happy with this regime. The plan was again to do nothing but replace the pump but once in the operating room (or), a catheter problem was observe d. After the pump pocket was opened, the surgeon noted that the catheter appeared to be leaking in a small area near the pump connector. The connector was removed along with the damaged section of the catheter and was replaced with an sc connector. There was good spontaneous csf backflow. Post-op programming was lioresal 2000 mcg/ml, flex dosing, with 30 mcg to be delivered in 5 minutes at 8 am and 6 pm with a total daily dose of 160 mcg/day. The patient was admitted for observation and dose titration. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0039980r, implanted: (B)(6) 2000, product type catheter. (B)(4).